Event description:
A patient service representative of a male patient contacted lifecor customer support to report that the system will not baseline correctly. She stated that she watched the baseline on the monitor and it looked very chaotic. She stated that she attempted to download but kept getting interrupted by "adjust belt" alarms. Support had the psr exchange the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG a. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.